Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, false pause episodes were observed on the stored egms due to intermittent undersensing and loss of pocket contact. The patient was asymptomatic. Programming changes were suggested. No further intervention was performed.